Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the feet of the denali filter were sent protruding from the distal end of the snare retrieval sheath. The pusher catheter was kinked approximately 29.3cm from the proximal end of the handle. However, after a review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink in the catheter. No kinks were reported by the user. The touhy-borst adapter was returned loose and pinned all the way to the handle as expected for a fully deployed device. No damage was found to the dilator or storage tube. Functional/performance evaluation: the filter was removed from the retrieval sheath. All 6 arms and 6 legs were present and intact. Two legs and an arm were bound together by clot. It is unknown when the legs and arm became bound together as images were not provided. No other anomalies were noted. Medical records/image/photo review: no medical records or medical images have been made available to the manufacturer. Conclusion: the device was returned. The filter was returned inside a snare retrieval sheath. Upon removal, two legs and an arm were found to be bound together by clot. The investigation is inconclusive for the filter allegedly failing to expand, tilting within the ivc, and migrating cranially. Failure to expand could lead to the filter tilting in the ivc. A tilted filter could potentially cause the filter to migrate. However, as images were not provided, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. - potential complications: failure of filter expansion/incomplete expansion. Filter malposition. Filter tilt.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that immediately after femoral deployment of a vena cava filter in a trauma patient, the filter legs did not fully expand, the filter then tilted and migrated in a cephalad direction. Subclavian access was said to be gained and the filter was retrieved with a snare without incident. Reportedly, another femoral filter was prepped and deployed successfully. There was no reported patient injury.